Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol composix ex (device #1) used to treat the patient. The patient's attorney did allege injuries and subsequent surgery; however, no details have been provided. No lot number has been provided therefore a review of the manufacturing records is not possible. This emdr represents the bard/davol composix ex (device #1). The patient's attorney did not make any allegations regarding the implanted bard/davol composix kugel hernia patch and perfix plug device. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges the patient underwent surgery for implant of an unspecified bard/davol composix e/x (device #1), an unspecified bard/davol composix kugel hernia patch and an unspecified perfix plug on (B)(6) 2003. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device(s). As reported, the patient is making a claim for an adverse patient outcome against the bard/davol composix e/x (device #1). As reported, the attorney alleges patient experienced emotional distress and the device was defective.